Event description:
It was reported that prior to a recanalization procedure a guide wire coating issue was noted. The target lesion being treated was located in the carotid artery. As the amplatz wire was opened and prepped for use the physician noted that the "coating was not spread evenly and metal core was exposed". The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the distal tip was elongated at 253.7cm to 254.2cm, and two bents at 253cm and 257.3cm from the proximal end. Also the device is peeling in small sections along the body. All dimensional measurements were within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a recanalization procedure a guide wire coating issue was noted. The target lesion being treated was located in the carotid artery. As the amplatz wire was opened and prepped for use the physician noted that the "coating was not spread evenly and metal core was exposed". The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).